Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the scanner failure. A field service engineer replaced scanner and checked connections and settings. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner was not working. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this event.